Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit will not run on ac power. Reportedly, the unit will work on battery. There was no patient involvement.

Manufacturer narrative:
Date of report: 12oct2018. Date of manufacturer: 25july2018. Philip's technical support received email correspondence reporting that the issue was resolved by replacing the power management (pm) printed circuit boar assembly (pcba).